Event description:
It was reported that there was a malfunction on the pump, indicated by malfunction code malf 9. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred.